Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the sound with the device started to become intermittent and quieter since (B)(6) / (B)(6) 2020. Due to the covid 19 situation the user could not get an appointment at that time. The user attended an appointment in (B)(6) 2020 reporting no longer hearing with the device.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire the most likely chain of events is a pre-damage in the accident which has led to device failure over time. Device investigation confirmed that there is no sign of material fatigue. The problems given in the recipient report seem to be congruent with the damage found.

Event description:
The user reported that the sound with the device started to become intermittent and quieter since (B)(6) 2020. The user attended an appointment in (B)(6) 2020 reporting it was no longer possible to hear with the device. The user has been re-implanted.